Manufacturer narrative:
This report is submitted on march 15, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the patient was treated with antibiotics (type and date not reported) which reportedly resolved the issue.